Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that the batch number is unknown and no samples are available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. Retention samples were investigated per specification and no defects or abnormalities were noted. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device is with the customer, the customer stated that the device is not available for further evaluation at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: report states, that during a spinal injection for a knee surgery, the needle broken off in the patient spine. The surgery continued, but they could not get the needle out because it was too deep in the patient. After the patient had their knee surgery, another surgeon did a separate surgery to remove the needle from the patients spine.